Event description:
The facility sent an infusion pump in for service when a failure code 570 occurred during power -up. The facility rep stated that no pt incidents were reported on this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 570 was confirmed. A corrective and preventative action and field corrective action have been initaited.